Event description:
It was reported that the c-arm caused a 30 min delay during a lumber fusion procedure because it would not activate. An alternate tracker was used to complete the procedure. No adverse consequence was associated with the event.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is returned for evaluation.